Event description:
The patient underwent a diagnostic coronary procedure during which a vascade 6/7f device was deployed through a 6f access site to achieve hemostasis. Heparin was administered during the procedure. The procedure was initially completed without any reported device malfunctions or patient complications. Following the procedure, the patient was transferred to the recovery area, where a large hematoma subsequently developed and the patient became hypotensive. Manual compression was applied to manage the access-site complication. The patient was admitted for overnight observation and monitoring.

Manufacturer narrative:
The device was not returned for evaluation. It was reported that the vascade device functioned as intended. No fluoroscopy was used to verify position of the collagen and disc before deployment of the collagen. Based on the available, information provided there is no evidence of a device malfunction. The cause of the reported device cannot be determined. However, the vascular closure system (vascade vcs) instructions for use models (700-500dx and 700-580i5f and 6/7f0) states" hematoma is a known complication that may occur and may be related to the endovascular procedure or the vascular closure."